Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the stent of the device was returned dislodged from the stent delivery system (sds). The stent was damaged along it's entire length. The stent protector was not returned. The balloon was returned fully deflated. The balloon was found to have the stent impression on it indicating that the stent was crimped per process in the correct location during manufacturing. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A product mandrel was inserted through the lumen with no restrictions noted. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. The patient presented with chest pain. The lesion was located in the left circumflex (lcx) artery. The 3.00 x 28mm promus element stent delivery system (sds) was advanced to the lesion location. The physician began inflating the device when he noticed that the stent was not on the device. The sds was removed intact and the stent was found in the original packaging and had "detached along with it's protective cover". The stent never entered the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. The patient presented with chest pain. The lesion was located in the left circumflex (lcx) artery. The 3.00 x 28mm promus element stent delivery system (sds) was advanced to the lesion location. The physician began inflating the device when he noticed that the stent was not on the device. The sds was removed intact and the stent was found in the original packaging and had "detached along with it's protective cover". The stent never entered the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.